Event description:
In the product analysis lab, the generator output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications of the current automated final test. Analysis in the lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. During analysis of the lead, abraded openings were noted on the inner silicone tubing of the lead coils. Though it is difficult to state conclusively, the observed abraded openings in the inner silicone tubing may be a contributing factor for the reported ¿low impedance¿ allegation. Since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
Patient visited the ER due to experiencing severe episodic neck pain, which resolved immediately upon placing the magnet over the vns to disable the stimulation. The physician assistant believes the patient has possible lead issue because of this pain. Additional information was later received that the patient has a lead break and needs a full revision. Clinic notes were received for patient's referral for full revision. Per notes, vns started malfunctioning and was turned off. Patient thinks her vns is set for rapid firing at a higher output current. The medical professional believes the device is misfiring due to the old lead and has referred patient for replacement surgery. Additional information was received from the physician assistant that the lead break was not confirmed. Patient's device did not show high impedance but the system and normal diagnostics showed dcdc value of 0 and the lead is almost 20 years old. Patient's device was disabled due to painful stimulation. No known surgical interventions have occurred to date.

Manufacturer narrative:
Adverse event or product problem, corrected data: device problem. Supplemental MDR #2 inadvertently did not update adverse event and/ or product problem to device problem. Type of reportable event , corrected data: malfunction. Supplemental MDR #2 inadvertently did not update type of reportable event to malfunction.

Event description:
Patient underwent lead and generator replacement surgery. The explanted lead was received and is undergoing analysis. Analysis has not been completed to date.